Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor reconstruction with uphold lite including apical vault suspension, vaginal-approach hysteropexy, & cystocele repair, concomitant rectocele repair with native tissue on (B)(6) 2015. According to the complainant, on (B)(6) 2015 the subject experienced urinary tract infection. She was treated with macrobid and the event resolved on (B)(6) 2015.